Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient reportedly stopped recharging the ipg as recommended and when he attempted to recharge the device he was unable to recharge the device. The abbott representative confirmed the ipg is inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019, wherein the patient¿s ipg was explanted and replaced. Therapy was restored post-op.